Event description:
It was reported that the patient had a low heart rate post atrioventricular node ablation, and the lead had dislodged. It was also noted that the lead exhibited high thresholds. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).